Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level were 194 mg/dl 413 mg/dl. The customer was treated with manual injection. It was reported that they had a insulin flow blocked during bolus. The customer reported insulin flow blocked was resolved by changing complete set (infusion set and reservoir). It was also reported that they performed displacement test and was passed. The customer rewound the pump again and primed the infusion set again with no issue. The insulin pump will not be returned for analysis.